Event description:
The account generated a falsely depressed patient hemoglobin of 60 g/l in closed mode but repeated 150 g/l in open mode when processing on the cell-dyn 3700. No incorrect results were reported outside of the laboratory. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
A field service engineer found that the sample aspiration tubing was broken. The sample aspiration tubing was replaced and the instrument was performing in accordance to specifications. A review of the historical data and labeling did not identify an issue with the sample aspiration tubing. Based on the event details and evaluation, no product deficiency was identified with the sample aspiration tubing and/or the cell-dyn 3700 instrument.